Event description:
My doctor had a glucose monitor applied to my arm because I started having a lot of dizziness, nausea, shakiness. From day 1 for the entire month the glucose monitor was going off half hour to hour and a half around the clock. I was completely sleep deprived. One monitor was removed as it said it was malfunctioning. A new one was applied. The next one appeared to be working fine. So, I thought. I also suffer from gastroparesis and it's difficult for me to eat. I have to eat very small amounts. Due to the alarm going off repeatedly, I had to constantly eat something to get my blood sugar up from 53! On many occasions my husband was getting ready to take me to ER, and my blood sugar would suddenly spike! Then the same thing would occur within an hour to half hour. I went to see 3 primary care doctors, a gi doctor (an hour away), my oncologist's office, (45 mins away) and called every endocrinologist office in my area, and an hour away to try to get in to see a specialist to see what was wrong with me. I was unable to get an appointment with a specialist. My oncologist was finally able to get me in to see an endocrinologist an hour away, on (B)(6) 2025. This was after I saw 3 md's, oncologist, gi doctor. All these appointments and massive amounts of lab work caused an extreme amount of stress on my husband and I, not to mention the medical bills incurred as a result of this! I was completely traumatized by these false readings, believing they were real! Not one of the doctors knew what was wrong and said I needed to see a specialist. When I saw the endocrinologist, the alarm went off while I was in her office. She immediately did a finger stick shaking that the monitor was way off! She took the monitor off and threw it away. I have medical records to prove all of this, along with labs that were run. It was not until then that we were told the monitor was not giving correct readings! This caused excessive anxiety and hardship to my family, as I was sobbing daily, wondering how I was going to ever have a normal life again. I was delirious from sleep deprivation. My husband had to drive me everywhere. The md's I saw said they have never known there to be problems with the monitors and use them on their patients, all the time. This caused me to believe I had serious health problems. This was very traumatic for all of us. This company needs to be held accountable! The company sent me an email that my sensor was defective, on (B)(6) 2025. They advised me to contact you. There are way too many tests to post here! Results are normal. I did not have any of these labs until I had been wearing the monitor for weeks!